Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that when the trial was taken out the patient passed out and now they felt dizzy. The temporary trial was implanted on (B)(6) 2015 and explanted on (B)(6) 2015. The component involved in the event was the lead. The patient¿s spouse removed the temporary lead after the trial period and the patient passed out. They went to the ER and there was no problem. The patient was seen in the office on (B)(6) 2015 and there was no complaint or issue. The cause of the event was probably vagal response and it was not device related. The patient recovered without permanent impairment.